Event description:
A low reading issue was reported with the adc freestyle libre 2 reader. A caller reported that the customer obtained a 'lo' (readings less than 20 mg/dl) on the built-in reader as compared to a reading of 264 mg/dl on a competitor meter. The customer did not experience any glycemic symptoms and was treated with juice. Around 10 minutes after, the customer was provided corrective treatment of insulin (dose/type unknown). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader r passed all tests prior to release. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre 2 reader. A caller reported that the customer obtained a 'lo' (readings less than 20 mg/dl) on the built-in reader as compared to a reading of 264 mg/dl on a competitor meter. The customer did not experience any glycemic symptoms and was treated with juice. Around 10 minutes after, the customer was provided corrective treatment of insulin (dose/type unknown). No further treatment was reported. There was no report of death or permanent injury associated with this event.